Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID 8h64dw. Data was evaluated and the allegation was confirmed for transmitter ID 8h64dq. The probable cause could not be determined post investigation.